Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a poor connection on the paddle. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on heartstart xl+ defibrillator monitor indicating that there was a poor connection of the handle. The field service engineer evaluated the device onsite. It was determined that device showed poor contact of the paddle due to a faulty handle electrode plate. The fse repaired the handle electrode plate to resolve the issue. After that the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a faulty handle electrode plate. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse repaired the handle electrode plate to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.